Manufacturer narrative:
(B)(4). The returned product consisted of a kinetix guidewire. The device returned in one piece. Inspection of the device revealed part of the tip was missing. The length of the missing portion could not be measured due to the missing portion not being returned with the complaint device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guidewire detachment occurred. The target lesion was located in the left anterior descending (lad) artery. A 185cm, 5 pk kinetix guidewire was advanced to the target lesion. However, during procedure, the guidewire broke off and was lodged inside the patient's body. Partial snaring was done in retrieving the broken part of the guidewire. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Event date corrected from (B)(6) 2016. (B)(4).

Event description:
It was further reported via user facility medwatch (B)(4) that upon retrieval of the 185cm kinetix¿ guidewire, it was noted that a 2cm portion of the wire broke into the patient. Intravascular ultrasound (ivus) with an opticross was then conducted to determine the location of the guidewire fragment which was revealed to be in the posterolateral sub-branch. The fragment of the wire was not retrieved from the patient's body and there was no hemodynamic compromise.